Manufacturer narrative:
A sample device was not returned for analysis. The product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified the manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following implantation of an intraocular lens (iol) the lens super temporally shifted and unexpected refraction. Left eye showed an area of posterior elevation and concluded posterior keratoconus. Additional information was requested. There are two medical device reports associated with this patient. This report is associated with the left eye. There are two medical device reports associated with this patient. This report is associated with the left eye.